Event description:
Boston scientific received information that the patient with this pacemaker was admitted to the hospital due to dizzyness and syncope. Upon initial interrogation of the device no anomolies were found. However, as ventricular threshold testing was started, pacing inhibition with asystole was observed, which required resuscitation. The configuration was changed to bipolar and the patient experienced asystole with resuscitation a second time. Emergency pacing was attempted both times; however, the programmer displayed 'telemetry interrupted'. An external pacemaker was implanted. A review of the device logbook, revealed that there were multiple ventricular tachycardia episodes stored. The device was explanted, replaced, and returned for analysis. Despite the new device, the patient continues to experience dizziness.